Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head connector was defective (solder related failure). Analysis also found the handle (upper and lower case), left and right bullets assembly (including top left), and the cable bay latch were broken. Cooling fan was noisy, stylus was worn out, and error found in the programmer software history.

Event description:
The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer could be started but the telemetry entry is broken. It was also reported the grip is broken. The programmer is expected to be returned. There was no patient involvement.